Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that during the implant procedure, the lead had high impedance and could not capture through the analyzer nor the device. The lead was not used, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.